Event description:
Procedure: nephrectomy. According to the reporter: upon squeezing the handle a surgeon felt something strange in knife blade and confirmed that it could not cut the tissue completely.after removal from the patient strange sounds were heard when the handle was squeezed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).